Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This malfunction is likely to cause or contribute to a serious injury to a patient, because an endotracheal/tracheostomy/laryngeal airway cuff that is misshaped or deformed would not form a good seal around the airway of the patient thereby leading to gaseous leaks and a reduction in patient ventilation. This also predisposes the patient to the risk of aspiration of pulmonary secretions. Such a device would need to be removed and replaced. Additional details received indicates that a sample was received and tested. An analysis on the returned sample showed that it met specification as no abnormality could be detected on the returned product. There was no report of a patient affected in this case. The product was not used on patient as the malfunction occurred prior to use. No additional information has been provided to date.

Event description:
The reporter states the during device pre-use testing, they noticed a deformed/misshaped cuff. There appeared to be a kink in the cuff where the cuff rested on the flat part of the packaging. The cuff was filled with air several times during the day, but the deformity in the cuff remained unchanged.